Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Investigation summary: based on the investigation of the returned catheter sample a premature deployment could be confirmed. The safety clip was found attached, no deployment mechanism was used and the stent was found partially released. The outer sheath was found to be accordioned in the distal area near the tip of the delivery system; this is an indication that increased friction forces were affected to the outer sheath, which may cause the stent to premature deploy. Additional deployment may have been caused by removal of the delivery system with the partially deployed stent through the introducer sheath. Potential factors that could have led or contributed to the reported event have been evaluated. The reported application presents an off label use of the device. However, based on the sample evaluation and the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding preparation the IFU states: "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter" and "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent." Regarding the use of accessories the IFU states: 'the bard e-luminexx vascular stent is only compatible with a 0.035¿ (0.89 mm) guidewire.' And 'the bard s.a.f.e.® 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath." Based on the IFU supplied with this product the device is indicated for the use in the iliac and femoral arteries. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure for the bile duct with percutaneous transhepatic access, the device allegedly prematurely deployed, as it was being inserted into the patient through the sheath. Reportedly, the device with the prematurely deployed stent was removed without incident and another device was used to complete the procedure. There was no reported patient injury.